Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: failure of an implantable defibrillator to detect transition from sinus tachycardia to slow ventricular tachycardia with ¿onset¿ discrimination algorithm activated. Doi:10.1093/europace/euw175. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding and implantable cardioverter defibrillator (ICD) algorithm. The article reports the patient experienced slow ventricular tachycardia (vt). It was noted that this vt exceeded the programmed rate cutoff and therefore therapy was inhibited for the patient as it did not exceed the change in rate criterion. The status of the device is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.